Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. It is unclear if the device is available for investigation. Teleflex has requested this information. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "the light on the light handle would not line up properly when we would put the blade on the handle. It would light-up when we had no blade on the handle. We tried our mac's and miller's all sizes and nothing would work." Alleged issue reported as occurred during use. Customer reports the issue was resolved with the use of a different light handle. There was no report of patient injury or consequence. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). One (1) 0055502, truled adult rechargeable battery was received for investigation. At visual inspection there was no apparent signs of abuse/misuse/physical damage to the battery/led. A functional inspection (test) could not be performed due to the condition of the battery cartridge which is either dead (battery completely exhausted) or charging circuitry is defective and will not accept a charge. The complaint states that the customer had the cartridge for only a couple of months; however, this battery/led cartridge was manufactured in the 44th week of 2015. The battery cartridge has exceeded the 18 month warranty period.

Event description:
Customer complaint alleges "the light on the light handle would not line up properly when we would put the blade on the handle. It would light-up when we had no blade on the handle. We tried our mac's and miller's all sizes and nothing would work." Alleged issue reported as occurred during use. Customer reports the issue was resolved with the use of a different light handle. There was no report of patient injury or consequence. Patient condition reported as "fine".